Event description:
New information received notes that the oversensing was observed in clinic. Multiple alerts for rv lead noise oversensing were observed. The noise was not reproducible with isometric exercises. The rv oversensing suggested a suspicion of a fracture or insulation issue. The rv lead was explanted and replaced. The patient was overall well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise oversensing was observed on the right ventricular (rv) lead. Rv lead malfunction was suspected.